Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse entered the ordered dose of 30mcg in the rate field when programming the propofol infusion. The programming error caused the dose to be 78mcg. There was patient involvement but no harm. Although requested, the customer was unable to provide any additional information.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: the root cause for the reported issue that device had a user programming error (propofol).

Event description:
It was reported that the nurse entered the ordered dose of 30mcg in the rate field when programming the propofol infusion. The programming error caused the dose to be 78mcg. There was patient involvement but no harm. Although requested, the customer was unable to provide any additional information.